Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer states that there was a hospitalization for their high blood glucose levels. Customer stated significant events leading to the hospitalization included vomiting. Customer was wearing the insulin pump at the time of hospitalization. Customer stated that he lost his catheter site and needed to reboot. Customer's blood glucose levels were not included in the report. Product is not being replaced.